Event description:
The manufacturer's representative reported that during pump replacement, the catheter was found to be disconnected from the pump and appeared occluded. The hcp attempted to aspirate and inject dye, but was unsuccessful. The catheter was re-attached to the new pump. The old pump had been programmed to deliver dilaudid 10 mg/ml (daily dose not reported). The new pump was programmed to deliver dilaudid 40 mg/ml at 3 mg/day. The hcp programmed a 16 mg priming bolus over 32 hours. A bridging bolus was not performed. The patient may receive dilaudid 10 mg/ml from the catheter, then water from the pump tubing, and then the dilaudid 40 mg/ml from the pump reservoir. No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. See manufacturer's report number: 6000030200702272.